Event description:
As a victim of lasik, I'm writing to bring to your attention, the latest peer-reviewed study showing that corneal nerves still haven't recovered between 10 - 15 years (mean 13 year f/u) after lasik. Potential pts are not being informed that nerves are severed during the procedure and may not grow back correctly or enough to function normally. I had lasik 4 yrs ago and it has greatly diminished my quality of life. I have eye pain all day - everyday (corneal neuralgia). My lasik reaction mirrored (B)(6) (lasik suicide (B)(6) 2018). I lost (B)(6) and had lots of trouble sleeping because of the relentless eye pain. Chronic eye pain is enough to bring anyone to their knees. My dr never mentioned an outcome like this was even possible (nor did my joke of a "consent" form). I had a right to know. I was robbed of my right to make an educated decision based on all the facts. Not just the ones my dr choose to reveal to me. Lasik drs / FDA are not warning pts about what the really bad complications are. A bottle of tylenol does a better job of fair balance (severe liver damage warning). The lasik industry is long overdue for some real fair balance for pts. During my lasik consultations visit, I directly asked about dry eye and was told that "only pts with dry eye before have dry eye after. This is a complete lie, shameful. I had a right to the truth. It's too late for me, but we need to help others from unnecessary harm. That is my personal motivation in bringing this to your attention. We must prevent what I now have to live with from happening to more unsuspecting victims. Please help to fix this. It's not right what is being allowed to happen. Change in needed today. I can't thank you enough for your time and efforts in regards to making this right. Pts have a right to know the worst things that can happen.